Manufacturer narrative:
Date is estimated: month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was seeing a poor communication symbol with their patient programmer. They stated they experienced battery issues in their "generator," and followed the book instructions to no avail. They replaced the batteries and still experienced the poor communication symbol. The following troubleshooting was performed: the patient palpated for the ins, tried communicating with the ins via their antenna, and tried communicating with the ins via their patient programmer directly. They were still seeing the poor communication symbol after all this. The patient confirmed they had a return of baseline symptoms, and had not felt stimulation sensation in a while. They were redirected to their healthcare provider to further address the issue. They stated they wanted to speak with a manufacturer representative before going to speak with their healthcare provider, but then later said they would just go make an appointment with their healthcare provider.